Event description:
On an unknown date, pt was implanted with zero-p at c5-c6. Pt experienced post-operative pain and x-rays revealed a non-union. Surgeon explanted the zero-p system and implanted a vectra plate using an iliac crest bone graft as the spacer. This is the fourth of five reports for this event.

Manufacturer narrative:
Reported 1 device, actually received 2 of the same device originally and only reported 1. The manufacturing documents were reviewed and no complaint related issues were found. The device was evaluated at synthes (B)(4), no functional error or deviation was found. Product development evaluated the event and reported that while some anozide coating was missing and small gouges were present, it wasn't possible to determine if this superficial damage occurred during device implantation or extraction. The screw threads cut into the peek spacer suggest that the screw insertion angles for the lateral screws could have been on the lower side of the tolerance approximately 35 degrees, however, it is not possible to confirm this without x-ray images. Zero-p is designed and indicated for use with autograft packed in the central lumen to achieve fusion, but this information was not reported. Additional diagnostics and pre- and post-op x-ray images are required to determine if the pt's anatomy, the device placement, the device sizing, and central lumen autograft were optimal for fusion to occur.